Event description:
The reported description of this complaint notes that the bedside cardiac monitor is reporting elevated pt values which are beyond the actual pt values. No pt harm was reported.

Manufacturer narrative:
(B)(4): the reported description of this complaint notes that the bedside cardiac monitor is reporting elevated pt values which are beyond the actual pt values. It is unk whether any "false" alarms were reported or if any alarm conditions failed to trigger an alarm. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.